Event description:
The customer reported that the battery and reservoir compartment were cracked and there was a scratch on the screen. The customer mentioned being hospitalized due to diabetes ketoacidosis and high blood glucose of 421mg/dl. The customer experienced back hurting, thirst, and vomiting. Troubleshooting was performed, and no damage to the drive support cap noted. Assisted the caller to run a manual prime test and the insulin did exit. The time, date, basal rates, and bolus wizard settings were correct. No further information was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing including the displacement test. The device had broken battery tube threads, belt clip slot, cracked reservoir tube, lip, and window, scratched lcd window and case.